Event description:
It was reported that there was a hole in the spike of a clearlink system solution set. This event occurred before use. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a photograph of the sample was received for evaluation. Visual inspection of the photo revealed a short shot defect in the spike. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; however, a photographic image of the device has been provided for evaluation. If additional relevant information or becomes available, a follow-up report will be submitted.